Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of the implant procedure, the implantable cardiac monitor (icm) baseline was going from "rail to rail", and it was suspected the icm was not sensing properly. The device remains in use. No patient complications have been reported as a result of this event.